Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Manufacturer narrative:
(B)4).

Manufacturer narrative:
(B)(4).

Event description:
Treatment of an aneurysm located in the posterior communicating artery. It was reported that the distal marker band of the catheter moved approximately 1cm proximally during catheterization with an unknown guidewire. The guidewire was continued to advance inside the catheter and resistance was experienced. Upon examination, the catheter was found to be broken with 30cm of the proximal segment outside of the patient. It was reported the distal broken segment of the catheter remains in the patient and no patient sequelae was reported as a result of the event.

Manufacturer narrative:
Received additional information stating that the catheter will not be returned for evaluation as it was discarded.(B)(4)